Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the deice was returned for analysis. A visual and microscopic examination was performed on the returned mustang device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear in the balloon material, the tear was noted to begin approximately 5mm proximal to the proximal edge of the proximal markerband and extended distally across the balloon material for approximately 40mm. No issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous vessel in the left upper arm. A 6.0 x 40 x 40cm mustang balloon catheter was advanced but failed to cross the anastomotic stenosis. The catheter was removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported. However, returned device analysis revealed a longitudinal tear in the balloon material.